Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient's family member reported that the clamp was left open and the cap off of the unused supply line. Baxter's technical service center assisted the home patient's family member in ending therapy. The home patient's family member reported that the home patient completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's family member.